Event description:
It was reported that right atrial lead had some undersensing of p-waves, a high threshold, and suspected dislodgement. The right ventricular lead was reported to have a decrease in impedance. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/15/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ulra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 8:00am. At the time of the alleged issue, the patient claimed she was managing her diabetes with pills and diet/exercise. Between (B)(6) 2010, the patient claimed she ate less food and/or drink as a result of the alleged issue. The patient stated 3 days after the alleged issue began, she was feeling shaky and sweaty. In response to the symptoms, the patient self treated with food and/or drink at 4:00pm. At the time of troubleshooting, the cca was able to verify that the patient had misuse the products. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.